Event description:
Patient was positioned and draped with left lateral side up and left arm in holder. After about three minutes, dyonics shaver box started beeping with a yellow pop-up message on the screen indicating "shaver short circuit." Shaver cord unplugged from the box. When lifted shaver from the drape, noted that shaver was extremely hot. Removed shaver and used new shaver. No harm to patient or staff.what was the original intended procedure?left shoulder arthroscopy.device #1is this a laboratory device or laboratory test?no.